Manufacturer narrative:
Investigation pending.

Event description:
Customer reports discrepant meter result compared to lab. Date: (B)(6) 2010, inratio: 1.3, lab: 3.6. Long term coumadin patient with a target therapeutic range of 2.0-3.0.